Manufacturer narrative:
Investigation summary: the device was visually inspected and reddish material was found inside the pebax with no damage, then, during a deeper second inspection, a rupture was observed on the surface of the pebax. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab found reddish material in the pebax sleeve with damage/rupture on the pebax sleeve. Initially, it was reported that when entering into radio frequency (rf), the contact force went high and when it came off rf, the force was normal. This occurred several times at different points. The catheter was replaced, and the issue resolved. The procedure was completed without patient's consequence. The force issue was assessed as not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the product on february 6, 2019 and found reddish material on the pebax sleeve and damage on the pebax sleeve. During additional assessment on february 15, 2019, a deeper analysis found damage/rupture in the surface of the pebax sleeve. The damage/rupture on the pebax sleeve was assessed as a reportable issue. The awareness date for this reportable returned condition was february 6, 2019.